Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the customer stuck a spike into the saline bag, it leaked out. No patient impact.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one IV bag assembled with a spike connector was provided to our quality team for evaluation. Functional testing was performed, during which leakage was observed between the spike and stopper of the IV bag. Further evaluation identified the stopper of the IV bag had been torn, noting the spike was difficult to fully insert into the IV bag as it is wider than the port of the IV bag. All product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. A device history review was conducted for lot 2507506. No deviations or non-conformances related to the reported concern were identified during the manufacturing process. Results confirmed the product met specification, with no issues identified. While our investigation confirmed the product is manufactured to approved specifications, bd has reviewed this report and identified a potential trend related to this concern. A project has been initiated to further investigate and address this matter. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.